Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 3004209178-2015-94845.

Event description:
It was reported the act button on the insulin pump was really hard to get to function. Customer's blood glucose was 850 mg/dl, customer was hospitalized. Customer was hospitalized around christmas due to bent cannula. Customer's spouse declined troubleshooting as buttons are not working correctly. Customer's spouse does not recall any significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened escape and act buttons dome switch and corroded keypad traces. The insulin pump has minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.